Event description:
It was reported that the stent was damaged. While unpacking a 20x4.00mm omega stent delivery system, it was noted that the stent was damaged. The device did not enter the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) and stent with a product pouch and carrier tube (hoop). The balloon was tightly folded with the stent secured on the balloon. The fourth and fifth proximal rows of stent struts were bent, flared and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent was damaged. While unpacking a 20x4.00mm omega stent delivery system, it was noted that the stent was damaged. The device did not enter the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.